Event description:
It was reported that the device was interrogated and showed low battery voltages. Device data confirmed the software update was performed. The battery voltage trended between 2.83 to 2.85 volts, then an abrupt drop in voltage to 2.40 volts. Parameters also showed high ventricular outputs, which were resolved after the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery impendance normal, ramware version 8 installed (B)(6) 2011. Device voltage measured at 2.4v on (B)(6); prior to explant. Elective replacement indicator (eri) measurement anticipated if subsequent s2d record collected. Device voltage changed abruptly from ~2.85 on (B)(6) to 2.4 on (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.